Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized and underwent treatment for hypothermia after cardiac arrest. Two days after initiation of therapeutic hypothermia, the attending nurse noted that the saline bag had gone empty. Rn was directed by zoll tech line employee to replace the normal saline bag and call back if there were any further issues; however, no additional call was received from the hospital. In following up with the customer, the customer reported that additional fluid was lost from the second saline bag. Rn manager reports that despite loss of fluid, patient was able to complete treatment without placing an additional ivtm line or using adjunctive therapy. No patient consequences were reported.